Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vascular. According to the reporter: the customer reports that the sulu got stuck in a shut position (3rd sulu used with this device) while the surgeon was stapling the inferior left pulmonary vein. It was impossible to reopen the sulu. The surgeon had to clamp and manually suture the vein.